Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results were obtained from a single level of a non-vitros control when tested on a vitros 5600 system. A definitive cause has not been determined. There was no precision testing performed, therefore a vitros instrument related issue could not be ruled out as a potential contributing factor to the event. It is unlikely that an ipth reagent lot 630 issue contributed to the event as the historical qc performance was acceptable until the (B)(6) calibration event. Vitros ipth lot 640 was a new lot on the day of the event, therefore an unknown vitros ipth reagent lot 640 issue cannot be ruled out as a contributing factor. The customer was satisfied with the performance of vitros ipth reagent lot 640 after recalibration, therefore calibration to calibration variability could be a contributing factor but cannot be confirmed. In addition, the unacceptable qc results were isolated to the non-vitros level 3 control and occurred using two different vitros ipth reagent lots suggesting the issue could be due to the non-vitros control, but this was not confirmed.

Event description:
The customer complained that higher than expected vitros ipth results were obtained from a single level of a non-vitros control when tested on a vitros 5600 system. Quality control l3 results: vitros ipth lot 630 result 951.39 pg/ml vs expected 617.0 pg/ml. Vitros ipth lot 640 result 812.45 pg/ml vs expected 617.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not put the new vitros ipth lot 640 into routine use and discontinued routine ipth patient testing because qc was unacceptable. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).